Event description:
The facility reported a colleague infusion pump with the condition of "display faulty- couldn't see rate". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during evaluation. The assignable cause was determined to be black lines on the display. A follow up medwatch will be submitted if further information becomes available. A service history review revealed that this is a new device and it has not be serviced prior, therefore no service records are related to the reported condition. The user interface module software version of this pump is 8.11.00.